Manufacturer narrative:
Correction: evaluation codes should include clinical investigation. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy on the liberty select cycler and the patient event of dyspnea, weight gain, and negative ultrafiltrations (uf) with subsequent hospitalization and diagnosis of hydrothorax. The patient had been receiving multiple (air in cassette) alarms on the liberty select cycler. Reportedly, the replacement cycler did not work (unspecified). Prior to hospitalization on (B)(6) 2019, the patient was not able to complete treatment starting from (B)(6) 2019 and was receiving negative ufs leading to shortness of breath and weight gain. The cause of the hydrothorax is unknown. It was confirmed that the dialysate crossed the diaphragm and into the pleural space via testing of the thoracentesis fluid. The reason for migration of the dialysate is most likely related to an anatomical defect or increased abdominal pressure arising from coughing, straining or a large volume of pd solution. The patient weight gain and incomplete treatments could have led to excess retention of pd solution. The signs of hydrothorax are sudden diminution in dialysis adequacy or poor ultrafiltration rate and the patient often presents with complaint of dyspnea. Based on the available information, it cannot be determined if the liberty select cycler caused or contributed to the patient event of hydrothorax or if the patient had a pre-existing anatomical defect that led to the event.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a patient had air detected in cassette alarm issues with their cycler. The patient also complained of shortness of breath, weight gain, and negative uf during this time. The patient was hospitalized and diagnosed with hydrothorax. Upon follow up, the pdrn stated that the patient is on tidal therapy (prescription not provided). On (B)(6) 2019 the patient had a positive uf at the end of treatment. On (B)(6) 2019 the patient completed 2 of 5 exchanges with a negative uf of -1,278 and on (B)(6) 2019 completed treatment with uf -1,060. On (B)(6) 2019 the patient reported complaints of shortness of breath, weight gain (unknown due to patient keeping paper logs) and negative uf. The patient was hospitalized and diagnosed with hydrothorax. A thoracentesis on (B)(6) 2019 produced 750ml of fluid which resulted positive for dialysate (glucose level unknown). The patient¿s son reported a total of 2,000ml of fluid was removed during the hospitalization; however, the pdrn does not have any hospital documentation to confirm. The cause of the hydrothorax is unknown. The patient was transitioned to hemodialysis (hd) and it is unknown if this is a permanent transition. The patient¿s medical history includes hypertension and focal segmental glomerulosclerosis (fsgs). It is unknown if the patient was discharged from the hospital. No further information was provided.